Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. A product sample was received for evaluation. Visual and functional testing were performed. Physical condition of device showed the top case was cracked and chipped by the left and right front bottom corners. Cracked right and left plunger case and bottom case cracked by the left bracket. Plunger head is cracked by all screws and there is visible contamination. Reported problem was duplicated during the power up process. Cracked left and right plunger cases. Force sensor error caused by the cracked and damaged plunger cases. The root cause of the reported issues was determined to be a result of the customer's impact to the device. Actions taken to mitigate the reported issue: replaced right and left plunger cases. Power up, re-calibrated force sensor and device passed all the functional test

Event description:
It was reported that force sensor error event occurred. No patient injury reported.